Manufacturer narrative:
Initial reporter address: (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual sample was not available for investigation, however, photos were provided. The visual inspection showed that the return line was disconnected from the filter. No cracks were observed. The reported condition was verified. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with two units prismaflex m100 set, the connection part of the filter was observed to be loose and treatment was discontinued after being connected to the patient for a few minutes. There was no patient injury or medical intervention associated with this event. No additional information is available.